Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed an error code (specific code unknown) and was replaced with a non-boston scientific ICD. All lead parameters were within normal limits. The patient was visiting from the united states at the time of the replacement. No additional adverse patient effects were reported.